Manufacturer narrative:
Continuation of: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: 2017-07-24 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
2017-jul-24, mpxr 443575 (hcp, rep): information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a loss of efficacy. It was reported that the patient had an awkward chair that caused the battery to move. Reprogramming was attempted by a manufacturer representative several times. It was reported that the patient had a lead revision in 2015. The system was explanted on (B)(6) 2017 and the patient did not intend to have the system replaced at the time of the report. No further complications are anticipated. (B)(6) 2017, e1 (rep): additional information was received from a manufacturer representative. It was reported that the reason for the loss of efficacy was unknown. It was reported that the system was working fine per the impedance check. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3777-60; serial# (B)(4); implanted: (B)(6) 2011; explanted: (B)(6) 2017; product type lead. Product ID 3777-60; serial# (B)(4); implanted: (B)(6) 2011; explanted: (B)(6) 2017; product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a loss of efficacy. It was reported that the patient had an awkward chair that caused the battery to move. Reprogramming was attempted by a manufacturer representative several times. It was reported that the patient had a lead revision in 2015. The system was explanted on (B)(6) 2017 and the patient did not intend to have the system replaced at the time of the report. No further complications are anticipated.